Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. It was reported the patient¿s blood glucose that day was 468 mg/dl with extreme thirst. The reported health event does not qualify as a serious injury. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they discontinued pump therapy. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-product analysis: the device was returned and evaluated by product analysis on 06/19/2015 with the following findings: the complaint was unable to be duplicated with investigation. Review of the pump¿s black box revealed no evidence of shortened battery life. Rebooting events were discovered on 04/22/2015 after receiving a replace battery alarm; after which basal deliveries never resumed. Basal history and total daily dose history correlate appropriately to the user programmed basal rates. The battery compartment was undamaged and the returned battery cap was able to secure properly to the pump. The cap¿s contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.